Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula bent event on (B)(6) 2024. The blood glucose level at time of event was over 500 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully followed by correction injection via multiple daily injection (mdi). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.